Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their op5 personal diabetes manager (pdm) is working incorrectly. The pdm delivered a bolus when it wasn't necessary, the device was over correcting insulin delivery, leading to hypoglycemic episodes. Additionally, the pdm once indicated there was no active pod, even though one was working fine. The patient reports dropping the pdm. A replacement pdm has been sent.